Manufacturer narrative:
No product has been returned at this time. Extended investigation has determined that the reported sensor is expired. No further investigation activities are required as the device met specification when it was released and throughout its lifespan. If product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle libre sensor. Customer reported a low reading of 92 mg/dl which was lower than lab reading of 292 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.